Event description:
Approximately one hour after sustaining a blow to the head, this patient was no longer able to heart with his nucleus cochlear implant. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has been scheduled for (B)(6) 2004. The healthcare professional was informed that the explanted device should be returned to cochlear (B)(4).